Event description:
This patient's leads were capped due to patient pain and replaced with competitive passive fixation leads. This is all of the information that is available to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4) 2014 - this device was returned for analysis. This lead was explanted, not capped, so the explant date was added. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Cuttings in the insulation were detected, which originated most likely from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this deformation. The analysis did not reveal any sign of a material or manufacturing problem.